Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. A properly located set screw mark was noted on the hva contact. The electrode suture sleeve was returned. Some electrocautery damage was identified on the surface of the electrode. Blood and bodily fluid was identified in all lumens. Tissue was entwined on most of the electrode. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The local representative reported that this patient was wrestling with someone and received an inappropriate shock. At the time of inappropriate shock delivery, the device's sense vector was programmed in secondary. The device history was significant for t-wave oversensing in primary. The alternate sense vector amplitude is larger than secondary and smaller than primary. The device's sense vector was reprogrammed to alternate. While in the clinic office, no electrogram noise was reproduced with the device's sense vector in alternate. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The chronic device and electrode were explanted and replaced. There were no patient adverse effects reported. The electrode was received at boston scientific's return products department.